Event description:
The report indicated that three minutes into bypass surgery, the bag collapsed in the general area of the outlet port. The bag was changed out with no pt compromise. Testing of the returned bag could not confirm the reported complaint.